Manufacturer narrative:
(B)(4) captures the reportable event of clip failed to release from catheter. (B)(4) is being used in lieu of an adequate conclusion code for device not returned. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the clip was able to grasp and lock onto tissue, but failed to release from the catheter to deploy. It was noted that all of the stages of deployment were felt; snap, crackle and pop. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. Note: a photo of the complaint device was provided by the complainant showing; the yoke was attached to the control wire, the device had a soft deployment and the spring in the handle was detached.